Event description:
The customer received questionable testosterone ii results on their e411 analyzer. The customer provided data for two results, of which one was discrepant and reported outside the laboratory. The patient's initial testosterone result was 1.68 ng/ml. On the next day, the repeat result was 6.10 ng/ml. There were no adverse events. The data provided by the customer shows that reagent lot number (B)(4) was calibrated in (B)(6) 2011. According to the quality control results from (B)(6) 2012, the customer alternately used reagent lot (B)(4) which expires 05/31/2012, (B)(4) which expired in 12/31/2011, and (B)(4) which expired in 09/30/2011. It is not clear which reagent lot was in use when the customer received the discrepant result. The field service representative found that the mixer was in the wrong alignment and made bubbles in the reagent bottle. He has checked and realigned the mixer and the problem has not reoccurred.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).